Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have seen their dentist and orthodontist. Their dentist has indicated that their teeth are irritated by the aligners, especially their bottom teeth. Their orthodontist has recommended stopping aligner use. Requested letter(s) from patient's dentist/orthodontist to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.